Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, suffering, disability, and impairment.

Manufacturer narrative:
(B)(4).

Event description:
Complaint # (B)(4). Per additional information received, the patient has experienced pelvic pain, vaginal pain, extreme fatigue, and recurrent urinary tract infections.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced a revision surgery in (2014).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced dysfunctional voiding, pain at sling slight, infection, unspecified urinary problems, unspecified bowel problems, dyspareunia, blood loss/vaginal bleeding, urinary tract infection, hesitancy, urgency, pelvic pain, fatigue, needing to squat to urinate, frequency, dysuria, constipation, dyspareunia, 300ml post void-residual (urinary retention), leakage, foul urine odor, pain after urination, feeling of cramping, mixed urinary incontinence, dysfunctional voiding, obstructive voiding pattern, small bump in urethral area, low urinary flow, depression, anxiety, progressively lowering blood pressures, nocturia, fibrosis tissue, giant cell reaction (foreign body reaction), inflammation, bulge in vaginal (foreign body sensation), blood/leukocytes/bacteria/white blood cells in urine (hematuria, bacterial infection), inability to void, bladder (muscle) spasms, discomfort, joint pain, falls, tremor, low abdominal pain, voiding with intercourse, unsteady gait (ambulatory difficulties), leg pain, non-surgical intervention and additional surgical intervention.

Manufacturer narrative:
The device remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently address potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the align urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant. Perforations or lacerations of vessels, nerves, bladder or any viscera which may occur during introducer needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, erosion or implant. (B)(4).